Event description:
The customer contact reported an operator error which resulted in an adverse pt event. The tubing set was being used to deliver an unspecified volume of tpn. At 1800, it was reported a nurse changed the tubing set and solution container. At 2000, a different nurse noted that the cassette was not loaded into the pump; however, the tpn was infusing. The pt's blood glucose was checked and was reported to be 255mg/dl. The tpn delivery was discontinued for approximately 1 hour. The pt's blood glucose was rechecked and was "found to be low." The pt was then treated with an unspecified volume of an unspecified IV fluid. Approximal 1 1/2 to 2 hours later, it was reported the pt's blood glucose had returned to "normal". There were no reported adverse patient sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.